Event description:
During a tips procedure, a 9f 10x40 mm stent was advanced over an amplatz superstiff wire to the level of a right groin vascular stent. The stent assembly became fixed on the wire and would not advance or retract. The stent and wire had to be removed together. There was a delay in the procedure but there was no harm to the pt.